Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained that a shock was not delievered when required.

Event description:
Boston scientific received information that upon defibrillation threshold (dft) testing, the device displayed a code which indicated a shortened lead condition. The patient also noted they felt some stimulation. The boston scientific sales representative consulted boston scientific technical services (ts) and ts suggested immediate replacement of the lead and device as potential damage may have occurred. A new device was placed in the pocket and was tested with the chronic lead. The test shorted out the newly implanted device. As a result, the newly implanted device was explanted and replaced along with the chronic device and rv lead. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted a burn mark on the middle of the device casing. It has been determined that the damage noted was induced as a result of shocking into a shorted lead during the implant procedure.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.